Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a - not reportable.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d8, d9,d10,g1(contact person ¿ mfg site), g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse investigated the customer¿s complaint with ethernet not connection is not functioning properly. Fse was able to reproduce the customer¿s stated issue. Replaced the executive processor pcb and re-calibrated. Re-entered the ip address and tested. The device still has the same issue of not communicating with the hospital record system. Biomed will need to get it involved. Fse will revisit the site. 5/4/2025: investigated the customers complaint with ethernet not communicating with hospital epic system. Fse still having issues with the device talking to the network. Will return to replace another executive processor. Making a return visit. 5/7/2025: investigating the customers complaint with no ethernet connection. Replaced a second executive processor (d670-00-0770 ) due to possible board corruption. The device remains communicating with the wi-fi. Fse needs to work with it to completely add all ip addresses. This repair remains open and needing more time to troubleshoot. 5/9/2025: customer was able to upload the correct ip address addresses in their epic system and start receiving data. Functional tested without any further issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ethernet connection is not functioning properly. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ethernet connection is not functioning properly. No harm or injury reported.